Manufacturer narrative:
This is a supplemental report to MFR. Report #:1218950-2016-06568. The FDA registration number initially chosen was incorrect. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator has blower temperature high occurrence. The customer reported the device was not in use on patient.

Manufacturer narrative:
Follow-up: the biomedical engineer replaced the blower assembly to address the reported problem. The unit is back for patient use.